Event description:
Claim states that the pt had surgery on 1/6/97 for a laparoscopy and to remove a cyst on the pt's left ovary. The surgeon applied interceed. The pt was discharged on 1/9/97. On 1/9/97, the pt became ill and returned to the hosp. The pt underwent a laparotomy. During the laparotomy, the surgeon noted an abscess or pseudoabscess arising from the area around the ovary where the interceed was applied. The pt remained in the hosp for six days. The surgeon feels the reason for the sudden illness is due to a foreign body reaction.